Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker had high outputs due to high threshold. Device explanted due premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a series of diagnostic tests were conducted that verified the performance of pacing, sensing and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue. The allegation from the field was not confirmed through testing and detailed analysis. The earlier than expected depletion is a result of high energy programmed settings due to high thresholds. It is concluded that the device meets specifications.